Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cutting wire was broken. The distal end of the broken cutting wire remained attached to the anchor at the distal pierce hole; the proximal end had retracted inside the lumen of the extrusion through the proximal pierce hole. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The examination revealed that the cutting wire snapped likely due to being grounded against part of the endoscope and/or higher power settings. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. In addition, it was noted that the wide blue paint marker band at the distal tip was chipped/peeled. From analysis of the tip, it appears that the distal tip may have come into contact with part of the endoscope (elevator) during customer usage causing the paint marker to chip. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire and chipped paint marker are likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, a cut was successfully made at the common bile duct using the device. The physician then decided to extend the cut. When cutting the second time, the cutting wire separated from the tip of the catheter. No portion of the cutting wire detached from the device inside of the patient. The device was removed from the patient. The physician was satisfied with the existing cut and the procedure was completed using this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, a cut was successfully made at the common bile duct using the device. The physician then decided to extend the cut. When cutting the second time, the cutting wire separated from the tip of the catheter. No portion of the cutting wire detached from the device inside of the patient. The device was removed from the patient. The physician was satisfied with the existing cut and the procedure was completed using this device. There were no patient complications reported as a result of this event.